Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire was stuck in the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿guidewire 0.14 stuck inside the lead and not coming out¿ was confirmed. A complete lead was returned in one piece with a guidewire inserted and stuck in the inner coil. Visual examination of the lead found the ptfe coating of the guidewire and inner coil were bunched up/clogged distal to the connector pin. The cause of the reported event was due to bunching of inner coil and ptfe coating of the guidewire distal to connector pin that prevented the removal of the guidewire.